Event description:
The biomed reported an over infusion of potassium and requested an event log review. At 1233 kcl 20meq/100ml was hung as a secondary to infuse over 2 hours at a rate of 50ml per hour. The bag was found empty after 1/2 hour. The pt complained of the IV site feeling sore. The pt was placed on telemetry and monitored for changes in heart rhythm. No changes were noted. Stat potassium was ordered results at 4:19pm on (B)(6)2013 was 3.1. Prior potassium at 4:41am on (B)(6) 2013 was 3.2. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of an over infusion was not confirmed. According to the event log, on (B)(6) 2013 at 12:35pm, the use programmed a secondary infusion in guardrails of potassium chloride; 20meq/100ml at a calculated rate of 50ml/hr and a vtbi of 100ml. This infusion should have lasted two hours. Approx 20 mins later, the pump module was powered off. This also powered off the pcu. The secondary volume listed as infused was 14.673ml. The root cause of the customer's report of an over infusion could not be determined by the log review alone and no device or disposable set were returned for investigation. No programming errors were found and no mechanical failures were recorded.